Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer was failed and unable to open and close. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed. The field service engineer (fse) logged into the hardware test application and opened each mini pocket. The fse noticed that the mini pocket 1.7 failed to close after being opened. The fse replaced the mini drawer board to resolve the issue. Then the fse restarted the station, reconfigured the mini pockets as previously set, and verified that each pocket opened and closed correctly. Finally, the fse logged in the med application, and assigned the drawer to the new mini board. The system functioned as intended after the field service engineer repaired the device.